Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. A definitive root cause could not be identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported issue was due to a faulty ccd (charge-coupled device). The root cause of the ccd failure could not be determined. The device was repaired and restored back to specification. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported an unspecified event to olympus regarding the hd autoclavable camera head. The event occurred during preparation for use. During a standard service inspection of the customer returned device, no image display was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was displayed due to faulty charged coupled device. In addition, a cable was shorted causing intermittent horizontal streaks in image. Lastly, the coupler was bent causing rough rotation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.